Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. J1 pin 8 is bent / damaged.